Event description:
It was reported that pump experienced malfunction alarm with no notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer initially could not reset pump due to lack of charging supplies, then later reset pump, restarted cgm, and resumed insulin, and technical support advised customer to continue using pump and to follow up if malfunction reoccurred before closing case.